Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. .the event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the fiber optic light cables are coming apart during every surgical procedure in which they are used. During the procedures, a video cover is used, and no sterilization is performed. We observed that heating occurs, which causes expansion of the rings that screw the optical adapter, and they become loose and detach, falling into the surgical field during the procedure.".